Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional steerable guide catheter device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the clip from the clip introducer. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted without issues. However, while inserting the clip delivery system (cds), a loss of fluid column occurred. Air entered the device and aspiration was performed. It was noted that no air entered the anatomy. The cds was removed and attempted to be reinserted; however, the same issues occurred. While removing the cds for a second time, it became caught on the clip introducer (ci). The physician was able to remove the clip from the ci and remove the cds from the sgc. The sgc was then removed and replaced. One clip was deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult to remove could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.